Event description:
It was reported that the down arrow button was sticking in the down position and scrolling for about a week. The patient reportedly wore the pump attached to a belt and did not clean the pump.

Manufacturer narrative:
The pump has been returned and evaluated by product analysis on (B)(6) 2011 with the following findings: the down arrow button was found to be intermittently responding to presses and button sticking was duplicated during testing. The keypad was removed and contamination was observed under all of the button contacts. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.